Manufacturer narrative:
The field service engineer later determined that the rinse tubing needed to be replaced and the cell cover was damaged. The cover was dragging on top of the cells while the cells move. He replaced the tubing, cell cover, and bracket. The customer had no further issues after these actions. Component code - device subassembly = bracket.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for iga-2 tina-quant iga gen.2 (iga) on a cobas 8000 c 502 module (c502). A daughter tube of the patient sample was initially tested, resulting as 0.00 mg/dl. This value was reported outside of the laboratory as < 5 mg/dl. The doctor questioned the value since the result did not fit the patient's clinical picture and he requested a repeat of the sample. The parent tube of the sample was repeated, resulting as 265 mg/dl. The 265 mg/dl value was believed to be correct. The patient was not adversely affected. The iga reagent lot number was 28575601, with an expiration date of 31-aug-2019. The field service engineer could not determine a cause. A precision study was performed and this passed.